Manufacturer narrative:
An event of the occluder detaching prematurely was reported. The investigation found that the device met functional specifications when analyzed at abbott under non-physiological conditions. Information from the field indicated the cable disconnected twice from the device during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. No other complaints were reported on this batch. The cause of the reported incident could not be conclusively determined. Here is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. This device was to be used for a left atrial appendage closure and the size was selected based on transesophageal echocardiogram measurements. The occluder was prepared and delivered using the standard method. During the initial deployment of the device (in which the shape changed from a ball to a triangle) it was noted that the cable was no longer attached to the device. Reconnection of the cable to the device was attempted while the disc was still in the delivery sheath. Reconnection was successful after 5 minutes of multiple attempts. After reconnection the cable released from the device again. At this time the device has not yet been fully deployed. Reconnection was successful after 2 minutes of multiple attempts. The device was successfully recaptured after reconnection without further incident. A 25mm amplatzer amulet left atrial appendage occluder was selected as a replacement and the procedure concluded with a successful closure of the left atrial appendage. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.